Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the reported complaint of the pump modules observed with broken spring door was not confirmed, as no devices were returned for the investigation. The events could not be conclusively identified from the email-only investigation. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. The bd alaristm system with guardrails user manual v12.3.2 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported pump modules observed with broken door spring could not be determined, as no devices were returned for the investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump modules were observed with broken door springs. This was observed by bd representatives during site visit. There was no patient involvement.

Event description:
It was reported that the pump modules were observed with broken door springs. This was observed by bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.